Manufacturer narrative:
This supplemental report is to correct the initial MDR; device code for cardiorespiratory arrest was missed out in the initial report.

Manufacturer narrative:
A partial lead with the pin measuring 16.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient deceased due to cardiorespiratory arrest. There is no known allegation from a health professional that suggests the death was related to the device. No further information was available.